Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge was cracked. The customer's blood glucose level was 260-300 mg/dl and it was addressed with a correction bolus via the pump. The customer indicated that a new cartridge would be loaded.